Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) patient who was involved in an (B)(6), study number: (B)(6). Additional information was received on (B)(6) 2009 which qualifies this case as an incident. Study description: (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6) patient's medical history included three children, 1 elective abortion and menstrual pain. Medication at time of insertion included minipills. Her last menstrual period before insertion occurred on (B)(6) 2009. Hcg (human chorionic gonadotropin) test was negative. On (B)(6) 2009, essure was inserted (procedure took 8 minutes). Benzodiazepine was used as premedication and IV sedation as additional anesthesia. Uterine cavity was within normal conditions. Her uterus was not retroverted. Visualization was good bilaterally. Left catheterization was difficult. Right side insertion was easy. Both essure devices were placed. Patient presented pain during insertion and she denied pain after the procedure. No additional procedure was performed at the same time. On (B)(6) 2009, radiography was performed and showed inserts symmetric positioned and distance between proximal portion was less than 4 cm. Four markers were well placed. Hysterosalpingogram (hsg) was also performed and showed right insert in good position but left insert doubtful. Occlusion was only observed in the left side. Final result of procedure was classified as "failure". Laparoscopy was reported as complication. During this procedure, the implant was found out in subserosa and fallopian tube was permeable (perforation). Electrocoagulation and division was then performed. Product technical complaint investigation and final assessment were received on (B)(6)2015: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (patency). (B)(4) final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case, a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: fallopian tube perforation. The analysis in the global safety database revealed 204 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this study case report refers to a (B)(6) patient who was involved in observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and implant was subserosal and fallopian tube was permeable (perforation). This event is serious due to medical importance and listed in the reference safety information fallopian tube perforation is a potential complication of essure insertion or removal. In this case, the insertion on the left was difficult and procedural pain was reported. During hysterosalpingogram performed 6 months after placement, right device was in good position but left was doubtful. There was occlusion only in the left side. A laparoscopy was then performed and it was found out that the (right) implant was subserosal and the fallopian tube was permeable. The insert was not removed and electrocoagulation and division were performed. Although the exact date and mechanism of perforation are not known, given its nature, the reported event is assessed as related to essure use. This case was regarded as incident since surgical procedure was reported. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.